Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/19/2019. The manufacturer¿s field service engineer (fse) replaced the front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The manufacturer's field service engineer (fse) encountered the nav-ring failure during service. There was no patient involvement.